Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was attempted multiple times with suboptimal electrical parameters, suboptimal injury current, and one dislodgement. It was noted that the physician felt the patient's anatomy was responsible for these issues. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.